Manufacturer narrative:
A glidescope video monitor was returned for evaluation however, the titanium video cable used during the reported event was not returned for evaluation. The technical service representative connected a test video baton to the returned video monitor and could not duplicate the reported issue. The technical service representative manipulated the video baton cable with no change in the vision noted. Additional routine servicing was performed, the device passed a visual tests and was returned to the customer. Further follow up with the customer indicates they no longer had the titanium video cable used in the event. The customer did indicate they have received the video monitor and it was working as expected. The video cable used in the event was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Since the video cable is not serialized the device history and the previous history of the video cable could not be reviewed. Corrective action is not required.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium video cable, there were green lines on the monitor and the image was intermittently lost. Reportedly, if the video cable was bent the image would be lost. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.